Manufacturer narrative:
Event date: this event occurred over the weekend of (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set did not flow during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by spiking the device into an in-house solution bag, priming, and checking for flow. The sample was then attached to the top y site of an in-house primary set. The setup was then checked for flow by switching from the primary to the secondary. The returned secondary set primed and flowed normally when in solo use and when used in secondary mode. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.